Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge 1 alarm during bolus delivery. The customer's blood glucose (bg) was 150 mg/dl. The customer reported seeing a scratch or possibly a crack in the cartridge. The customer changed the cartridge and a correction bolus was used to address the bg level.